Manufacturer narrative:
(B)(4). Date sent: 2/21/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Not provided by surgeon. What surgical procedure was performed? Low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Did not mention. What healthcare professional fired the device and what is his/her experience with the device? Has used for a couple years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Was in the green optimal firing range but could not provide what level. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No, green check mark was shown. What confirmation was received that the device completed the firing sequence? Yes the green check mark was shown. Was there any difficulty removing the device? Yes there was some difficulty removing the device. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation? No issue noted with staple formation. If so, please describe the shape and location. Was any attempt made to repair or redo anastomosis? No, surgeon went straight to a colostomy. What drove the decision to do a colostomy? Lack of tissue. Has it been determined if the colostomy will be temporary or permanent? Has not been determined.

Event description:
It was reported that during an unknown procedure the device did not work properly and the anastomosis had a hole at the end of it during an unknown procedure. No patient harm.

Manufacturer narrative:
(B)(4). Date sent (B)(6) 2024. D4 batch #unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. D4: batch #502c67. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 502c67, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. Additional information received: the surgeon said when they fired the device the green check mark was visible. He opened the device as directed with two complete turns, removed the device and then noticed the anterior side of the anastomosis was incomplete. However the donuts were complete and detected. The patient has a colostomy bag now. It is unknown if a reversal will be done for the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. Was any attempt made to repair or redo anastomosis? What drove the decision to do a colostomy? Has it been determined if the colostomy will be temporary or permanent?